Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) went to the emergency room (ER) for severe dehydration and syncope. It was stated that the cycler seems to be draining too much fluid from the patient. Treatment data was recorded from (B)(6) 2026. The treatment data revealed the cycler is set to a drain exit criterion of 85% and all drain in the treatment data set meet the requirement. The patient had a net ultrafiltration of 1731ml for the treatment which consisted of 5 cycles with a fill volume of approximately 2100ml. It was stated that patient had been experiencing generalized weaknesses over the course of several weeks prior to hospitalization. Additionally, the nurse stated the patient has comorbid condition of cancer with a very poor appetite and oral intake of fluid. The nurse stated the patient was only drinking about 8 ounces of fluid a day. Per the nurse, the patient experienced syncope at home. The nurse stated the syncope did not occur during a pd treatment. As a result, the patient was re-admitted into the hospital on (B)(6) 2026 for dehydration. The patient received intravenous (IV) fluids (details unknown) and then signed out of the hospital against medical advice (ama). Per the nurse, the event of dehydration was not due to any malfunctions or product issues with the fresenius cycler. The nurse stated the dehydration is due to patient not having enough fluid intake, stating the patient was drinking only about 8 ounces of fluid a day.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s hospitalization for dehydration characterized by syncope. It was reported by the patient¿s pd nurse that the patient has comorbid condition of cancer with poor oral intake of fluids. Based on the information available, the patient¿s hospitalization for dehydration characterized by syncope is most likely due to inadequate oral intake of fluids while undergoing ultrafiltration that is expected during dialysis. However, currently there is no objective evidence that the fresenius cycler malfunctioned or had a product deficiency. The patient continues pd therapy with the same cycler.